Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address acetabular loosening. Litigation papers allege symptoms and damge to her body including but not limited to severe pain and discomfort in her groin, thigh, and hip areas; clicking, popping, grinding, and slipping of the implant when walking or otherwise moving; infection and inflammation of bone and tissue surrounding the implant; metallosis; and chromium-cobalt metal toxicity. The pain that was caused by the loose implant was so bad that the pt is forced to sleep in a hospital bed most nights.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.